Event description:
It was reported that the patient experienced a lack of energy, sleeplessness, feeling warm in her foot, and making her heart race with the bhs unit. The sales representative instructed the patient to stop using the unit for two days to see if the symptoms go away. If the problem returns upon resuming treatment, the sales representative indicated the patient could potentially be switched to an orthopak. It was reported that the physician has requested that the patient be switched to an orthopak. A return label has been sent to the patient and the old product will be returned. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Concomitant medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h5, h6: patient code additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 0 hours and was used for 5 days. Review of the DHR indicates that the unit was manufactured on may 19, 2022. No abnormal condition reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025 and tf0804.d05 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of july 1, 2024. The failure was not confirmed for the reported condition of "lack of energy, sleeplessness and heart racing with bhs controller and coil; coil is warm". The controller was tested and operates as intended. Review of complaint history identified (2) total complaints from (oct 31, 2021) to (oct 31, 2022) for pn (1068234) and events related to (warm). Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "warm". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient experienced a lack of energy, sleeplessness, feeling warm in her foot, and making her heart race with the bhs unit. The sales representative instructed the patient to stop using the unit for two days to see if the symptoms go away. If the problem returns upon resuming treatment, the sales representative indicated the patient could potentially be switched to an orthopak. It was reported that the physician has requested that the patient be switched to an orthopak. A return label has been sent to the patient and the old product will be returned. No additional patient consequences have been reported.